Event description:
It was reported that a left arthroplasty was performed on an unknown date. The sales representative needed clarification on a product for a non surgical request. It is unknown if a revision took place.

Manufacturer narrative:
Our investigation is in progress, a follow up MDR will be submitted once our investigation is complete. (B)(4).

Event description:
It is further reported that the patient's hip arthroplasty was revised due to dislocation cause by a retroverted shell.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.